Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, injector head serial number (B)(4), control panel serial number (B)(4), and power supply serial number (B)(4) were returned to acist on (B)(4) 2015, for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is considered closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was received at acist on september 29, 2015. Upon completion of the investigation, a follow-up report will be submitted to FDA. The consumable kits used during the event were discarded by the user facility; therefore, no analysis could be made of these items.

Event description:
User facility reported during a cardiac catheterization, after placement of a drug-eluting stent into the patient, and after the acist contrast injection system, model cvi, displayed several air column detected messages, approximately 1cc - 2cc of air was injected into the patient. The patient experienced chest pain and st-segment elevation for a duration of two minutes. The patient recovered the same day.